Event description:
A malfunction was reported with the customer's pump, causing the screen to go dark and become unresponsive, which left the customer unable to navigate or use any buttons. Despite this malfunction, there was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. In response, technical support assisted the customer with resetting the pump and provided a replacement pump after the malfunction recurred shortly after the reset. The customer was instructed to use a backup insulin pump in the meantime and return the defective pump to tandem.